Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 250 units. Customer reported blood glucose (bg) level was 230 (mg/dl). The customer was able to load a cartridge successfully.